Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a circulation pump component failure. A check of the diagnostics showed that the circulation pump would not generate vacuum. Biomed stated they would order and replace the part onsite. Based on the reported issue, all information needed had been received and there was no patient involvement reported. Biomed would order the circulation pump and replaced it onsite. All good faith attempts have been made to obtain additional information. The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. It is known that the device did not meet specifications and that the device was influenced by the reported failure. The device was not in use on a patient. The DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The labelling review is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the arctic sun device would not fill. A check of the diagnostics showed that the circulation pump would not generate vacuum. Biomed stated they would order and replace the part onsite. Based on the reported issue on 13-jan-2023, all information needed had been received and there was no patient involvement reported. Biomed would order the circulation pump and replaced it onsite.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device would not feel. A check of the diagnostics showed that the circulation pump would not generate vacuum. Biomed stated they would order and replace the part onsite. Based on the reported issue on 13-jan-2023, all information needed had been received and there was no patient involvement reported. Biomed would order the circulation pump and replaced it onsite.